Event description:
It was reported that during an atrial fibrillation case, the 8mm navistar rmt catheter was used with the carto sys to create maps and then deliver radiofrequency energy. It was then noticed that the pt's blood pressure had decreased. The pt was reportedly transferred to the operating room to repair the cardiac perforation. It was found that a 4mm perforation was created between the left atrial appendage and the atrioventricular groove due to the radiofrequency application.

Manufacturer narrative:
During an audit of our complaints, we found this complaint which was inadvertently not submitted as an MDR. This MDR is the first one to be submitted late in the last two years. The section on warnings and precautions in the instructions for use states "when using the blosense webster navistar rmt ds diagnostic/ablation steerable catheter with the carto rmt ep navigation system, you should use careful catheter with the carto rmt ep navigation sys, you should use careful manipulation in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered." (B)(4).